Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 37.6 u/ml. The customer questioned the result as it did not match the patient's clinical diagnosis, which prompted them to repeat the sample, the repeat result was 8.7 u/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.